Manufacturer narrative:
Analysis of pictures taken during the case show air in the syringe used to aspirate the sheath and also a bubble or air inside the side port tube. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of two sheaths during a cryoablation procedure. The physician reported difficulty inserting the cryoablation catheter (model 2af283) into the sheath (model 4fc12). Physician pushed the catheter through the valve with more force than usual and noticed air in the flushing port of the sheath and behind the proximal end of the cryoablation catheter. The physician tried removing the catheter and re-inserting it into the sheath three times and again noticed air in the sheath. The catheter and sheath were removed and replaced by a new catheter (model 2af283) and sheath (model 4fc12). The physician reported that the system was prepared more carefully and again air ingress was seen during aspiration twice when inserting the catheter into the sheath. The sheath was replaced for a new sheath (model 3fc12) and the same catheter (model 2af283) was inserted without air ingress noted. Due to difficulty advancing the catheter inside the sheath, the catheter was replaced by a new catheter (model 2af233) and the procedure was completed without further issues. There were no patient symptoms or complications related to the event. Device 2 of 2, reference MFR report: 3002648230-2013-00213.